Event description:
It was reported that the device intermittently beeped and flashed on/off with varying numbers and words on the rate and text displays, however no infusion was running through the channel. A 3rd party biomed was unable to duplicate the issue. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device intermittently beeped and flashed on/off with varying numbers and words on the rate and text displays, however no infusion was running through the channel. A 3rd party biomed was unable to duplicate the issue. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : c20 - no findings available, d15 - cause not established correction : medical device serial #, device manufacture date. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.